Event description:
A malfunction was reported with a code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if any malfunction code recurred.